Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, it was indicated that a the fiber bonding in the outer tube area distal end had been damaged, and the light guide lens of the insertion section had been broken. Therefore, the light had been dimming or nonexistent. It was determined that the outer tube had been damaged, and the r-unit had been broken, and therefore, the leakage current had been inadequate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction cause due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.